Event description:
It was reported that the asymptomatic patient presented for follow-up after receiving a vibratory alert. Device interrogation revealed the device was at end of life. Remaining longevity six months prior was approximately three years. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.